Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal error occurred - system reset required" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.